Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the implant cup was opened to surgical field. Tech threaded modular bolt to implant cup and then attempted to place into the bent cup impactor. It would not set due to the spring (containment spring) being out of place. A foreign material ended up on the concave surface of the implant. Since the surgeon did not know what this was, the decision was to discard this implant and open a new trident psl shell.

Manufacturer narrative:
An event regarding assembly issue with a trident psl shell involving a custom curved quick-connect impactor was reported. The event was not confirmed. Method & results: device evaluation and results: not performed because the device was not returned for analysis. Medical records received and evaluation: not performed because records were not provided for review. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicates there have been no other events associated with the reported lot. Conclusions: the exact cause of the event could not be determined because the device was not returned for analysis.

Event description:
It was reported that the implant cup was opened to surgical field. Tech threaded modular bolt to implant cup and then attempted to place into the bent cup impactor. It would not set due to the spring (containment spring) being out of place. A foreign material ended up on the concave surface of the implant. Since the surgeon did not know what this was, the decision was to discard this implant and open a new trident psl shell.